Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to sinus tachycardia at two episodes. Unstable shock channel morphology was observed which decreased the correlation factor. Various programming options were discussed. The ICD remains in service at this time. No additional adverse patient effects were reported.